Event description:
It was reported that the reference on the label is different to the product inside the package. No further information was provided. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation of the complained implants shows that there really was a packaging error where the wrong screws with the wrong thread lengths were placed in the packages. Except for the thread lengths of the screws all the other dimensions are equal. One cycle during the packaging process was not carried out as intended. This condition unfortunately was missed at final inspection. Both concerned lots were manufactured in june 2009 and no further complaint has been reported so far. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion: the complaint is valid. Based on the investigation findings we conclude that the cause of failure is not due to any manufacturing non conformances and is due to a deficiency in the quality control process where one cycle during the packaging process was not carried out as intended. This condition was missed at final inspection and the product was mislabeled.